Event description:
It was reported that the right ventricular [rv] and atrial leads had high impedance measurements. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid, had cosmetic environmental stress cracking, and was breached cut. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and in/on the helix/lobe mechanism (sleeve head). Visual analysis noted the lead had apparent explant damage. Performance data was collected from the device and analyzed. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data show various spike increase form max rv pace = 408 to 1408 ohms range between (B)(6) 2011 to (B)(6) 2012. Weekly pace lead impedance trend data shows varying impedance increase for min and max a pace = 568 to 1920 ohms peak between (B)(6) 2011 and (B)(6) 2012. (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation had had cosmetic environmental stress cracking and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. Distal coil was removed, pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.